Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and non-calcified anterior tibial artery. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 10 atmospheres for 60 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was good after the procedure.